Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the insulin pump and transmitter and between insulin pump and mobile device. The customer also reported that the insulin pump rejected batteries and the batteries lasted only for nine days. The customer also reported that the sensor failed before six days. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-7841zn, mmt-7040a, unk_fotasoftware. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. No product return is required for mmt-7841zn. No product return is required for mmt-7040a. No product return is required for unk_fotasoftware.

Manufacturer narrative:
This is 1 of 3 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceed by using a new battery cap and a new battery. Unit powers up properly after battery installation. No unexpected failed battery test was noted. Unit was downloaded successfully using the thump software for reference. The baat tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might have triggered the reason complaint. No relevant alarms were noted. Proceeded with the following testing to ensure proper functionality of the unit. Unit passed the self test, unit passed the sleep current measurement, and the active current measurement test. No failed battery test alarm noted during testing. Unit is functioning properly. The power management parameters graph confirmed that the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. Pump received with normal operating currents. The unit communicated properly with the glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and the unit displayed the programmed value properly on the display graph. Pump connected to the minimed mobile app successfully on both iphone and android. No sensor anomalies were noted. Pump sensors feature and auto mode connection are working properly. The unit was cut open, and a visual inspection of the connectors and electronic assemblies was performed. Per visual inspection, all connectors, including the battery flex connector, were plugged in properly. No moisture damage noted during visual inspection. The following cosmetic damages were noted: cracked battery tube, cracked corner of belt clip rails, cracked case, cracked battery threads, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, the customer¿s allegation about a failed battery test alarm and battery lasts less than expected was not confirmed. The unit was tested successfully. Customer allegations of sensor and communication errors were not confirmed. Unit communicated properly with link (3), iphone, and android. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.